Event description:
Philips received a complaint on the efficia dfm100 device indicating that the therapy delivery test failed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The rse evaluated the device remotely and determined that the therapy delivery test was failed due to a defective therapy capacitor. As a result, dfm100 capacitance assy (453564489001) was replaced to resolve the issue. After that, the device was returned to service. The device remains at the customer site, and no further evaluation is warranted at this time.